Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated with two different programmers prior to implant. The pacemaker was then removed from the packaging and was still unable to be interrogated. The device was not used for implant. There was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device had no telemetry and no pacing output. The device battery monitoring voltage was 1.092 volts and indicated a lower than expected battery voltage. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. During probing of the hybrid, no high current conditions were observed. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified lower than expected battery voltage. Analysis confirmed the inability to interrogate this device and identified low battery voltage; however, the root cause could not be identified.